Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 02/02/2018 with the following findings: the pump powered on to a blank display screen. The pump's coding was downloaded and testing. An eeprom failure was found to be responsible for the blank display.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted a cs 069 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.